Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular (rv) lead threshold had risen. A chest x-ray performed revealed the lead slack had pulled back compared to a chest x-ray performed a few weeks ago. The patient presented for a rv lead revision. Upon inspecting the lead during procedure, the suture sleeve and lead were no longer fastened to the tissue. The physician attempted to retract and deploy the helix on the chronic lead but was unable to extend after retracting for repositioning. The lead was explanted and replaced. The patient was discharged.